Event description:
Manufacturing material issue of sheath separation issue leading to failed leak test on karl storz cystoscope model 11272vhk. Additionally, damages or cracks in epoxy around imager in newly acquired scopes. Karl storz charging almost (B)(6) in repair and not covering the issue under warranty even if the device is still under warranty and the damages could have been the result of poor manufacturing materials or process. Karl storz conducted site visit of our hospital to overview the scope use and reprocessing process, and agreed that our facility is in compliance with mfg guidelines. However, they fail to provide explanation to why these scopes keep failing at the same spots (sheath separation and epoxy damage) and refuse to cover the repair under warranty.